Event description:
Device malfunction: exposed stent struts. Time of malfunction: before use. Symptoms/ae: none. It was reported that during device preparation of the absolute pro self expanding stent system, it was noticed that stent struts were exposed. There was no pt involvement. Though requested, no additional info was provided.

Manufacturer narrative:
(B)(4). The device has been received; however, the investigation is not yet completed. The lot number was provided. Review of the device history record is forthcoming. A follow-up report will be submitted with all additional relevant info.